Event description:
It was reported continuous ongoing occlusions occurred resulting in blood glucose displaying as "high" for multiple events, with 2 specific values of 415 mg/dl on (B)(6) 2026 and 431 mg/dl on (B)(6) 2026. The elevated blood glucose was addressed with manual dose injection. Due to the occlusions the customer reverted to an alternate method of insulin therapy for a few days before resuming pump usage, however, an occlusion reoccurred and tandem technical support replaced the pump.